Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with an episode of anti-tachycardia pacing therapy alert but there was no electrocardiogram episode recorded. The electrocardiogram episode was reviewed and found to be corrupted. There were no adverse consequences to the patient. The patient was scheduled for continued regular follow-up.